Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing looking for any signs of gel particles or globules and upon completion, gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules. This occurred on 1000 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: fibrin mass, gel globules and gel melting were observed in sst ii tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules. This occurred on 1000 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: fibrin mass, gel globules and gel melting were observed in sst ii tubes.